Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, d.6a, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side capsular contracture, baker grade IV, and inflammation. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported left side capsular contracture, baker grade IV, and inflammation. The device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ inflammation/irritation: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a3a, b3, b6, d6a, d6b, g2, h4, h6.

Event description:
Patient reported left side capsular contracture, baker grade IV, and inflammation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ inflammation/irritation: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported left side capsular contracture, baker grade IV, and inflammation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d.6b

Event description:
Patient reported left side capsular contracture, baker grade IV, and inflammation. The device has been explanted and replaced.